Manufacturer narrative:
D4; catalog number confirmed. H6; the reported event, for router break, was not confirmed as the router was not returned for evaluation. Without the router, the root cause cannot be determined. H3 other text : device discarded by customer.

Event description:
It was reported that during a surgical procedure, it was noted that the router broke inside the attachment. It was also reported there were no delays and no adverse consequences as a result of this event. No further information was provided.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded by customer.

Event description:
It was reported that during a surgical procedure, it was noted that the router broke inside the attachment. It was also reported there were no delays and no adverse consequences as a result of this event. No further information was provided.